Event description:
Boston scientific received information that two days post a procedure to secure the device/right ventricular lead connection, this left ventricular lead displayed increased lead impedance measurements and loss of capture in all pacing configurations. In addition, increased thresholds and the patient with this lead experienced phrenic stimulation. It was thought this lead had moved from the implant position, however this could not be confirmed. A revision procedure was performed. This lead was surgically abandoned and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.